Manufacturer narrative:
The initial MDR 2432235-2017-00323 was filed on may 23, 2017. Additional information (06/06/2017): the customer has obtained discordant results on pediatric samples. No patient samples were provided for in-house testing. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The hsc specialist stated that as per the immulite 2000 intact parathyroid hormone (ipth) instructions for use (IFU), the normal reference range for serum samples is 11-67 pg/ml. The reference range generated in the IFU was obtained by using 255 healthy subjects. Pediatric patients were not evaluated to validate the reference range in the IFU. If the laboratories use pediatric samples, it is recommended that they establish their own reference range. Additionally, the limitations section of the IFU states, "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history and other findings. Because of the physiological relationship between circulating calcium and pth, it is always important to interpret pth results in the light of total or ionized calcium levels." The cause of the discordant, falsely low ipth results on two patient samples is unknown. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls and adjustments were within acceptable range. The customer is currently using kit lot 324 to report the patient results. The cause of the discordant, falsely low ipth results on two patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low intact parathyroid hormone (ipth) results on two patient samples upon initial and repeat testing on an immulite 2000 instrument, while using reagent kit lot 323. The samples were repeated on an alternate platform resulting higher and matching the clinical picture of the patient. The discordant results from the immulite 2000 instrument were reported to the physician(s), who questioned them. The corrected results obtained on the alternate platform were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ipth results.